Event description:
(B)(4). Having severe headaches, pelvic pain constantly and after sexual activity and bleeding. Heavy bleed during monthly cycle. Blurry vision, fatigue and nausea constantly. No sex drive most of the time and very frustrated and irritated a lot of the days.